Event description:
It was reported that t:slim x2 pump battery would not charge and pump screen remained dark and would not turn on despite multiple attempts to power and charge it with different cables and wall adapters. There was no adverse impact to the customer's blood glucose level. Customer was instructed on troubleshooting steps, advised to allow pump battery to fully deplete, and was informed about returning nonworking pump to tandem within 10 days using provided shipping materials, and tandem technical support arranged shipment of replacement pump, advising customer to contact healthcare provider for backup insulin therapy and to later program settings and reconnect cgm on replacement pump.